Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm maverick balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 1.2x12 emerge balloon catheter. No patient complications were reported.